Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history cannot be performed, due to the lot number not being provided. It should be noted that the perclose proglide instructions for use (IFU), states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. It is unknown if the IFU violation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 2983 was removed.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that vessel puncture closure of an unspecified vessel was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, it was not possible to close the foot. Resistance was noted during removal of the device. Force was applied to remove the device. The foot then broke off and remains in the patient. It was not attempted to remove the separated foot. It is not possible to determine whether the foot remains subcutaneously or intravascularly. Angiographic imaging was used to confirm the flow in the affected vessel is not compromised. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 14f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.